Event description:
It was reported that the wire cut off and moved into distal lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During procedure, the rotawire crossed the lesion however the burr did not move in the 6fr guide catheter. Subsequently, another attempt was made but the rotawire did not move in the guide catheter. It was then noted that the rotawire was cut off and moved into distal lesion. The rotawire was fortunately removed and the procedure was completed with a different device. No complications reported and patient was good post procedure. It was further reported that the burr was taken out with the guiding catheter and that the wire was removed using snare after stent inflation. Per physician's opinion, the rotawire has poor visibility and it may be kinked.

Event description:
It was reported that the wire cut off and moved into distal lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During procedure, the rotawire crossed the lesion however the burr did not move in the 6fr guide catheter. Subsequently, another attempt was made but the rotawire did not move in the guide catheter. It was then noted that the rotawire was cut off and moved into distal lesion. The rotawire was fortunately removed and the procedure was completed with a different device. No complications reported and patient was good post procedure.

Event description:
It was reported that the wire cut off and moved into distal lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During procedure, the rotawire crossed the lesion however the burr did not move in the 6fr guide catheter. Subsequently, another attempt was made but the rotawire did not move in the guide catheter. It was then noted that the rotawire was cut off and moved into distal lesion. The rotawire was fortunately removed and the procedure was completed with a different device. No complications reported and patient was good post procedure. It was further reported that the burr was taken out with the guiding catheter and that the wire was removed using snare after stent inflation. Per physician's opinion, the rotawire has poor visibility and it may be kinked.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. However, images from the cases were provided. The pictures were analyzed and it was observed that the guidewire was broken; the images showed that the distal section was separated from the body and it was also kinked.